Event description:
It was reported by the educational coordinator that the skin staplers are not forming correctly. They would get a new stapler out to finish the case. There was no consequence to the pt.